Manufacturer narrative:
(B)(4).

Event description:
Procedure: roux-en-y. According to the reporter: following the use of the device the anastomosis was torn. The staples would not come out of the device upon firing, however the knife was extended. Additional resection of tissue and re-anastomosis was done. When additional resection was done, u-shaped staples were found on the resected tissue. The anvil and the device was not smooth to connect and firing felt idly.